Event description:
An error message was reported with the adc device. A customer received a "check sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring health care professional administration of food for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and it was observed that the sensor plug was not properly seated (indicating improper assembly by user); no physical damage observed on sensor patch. Removed sensor plug assembly and performed a visual inspection, no failure modes were observed. Therefore, this issue is not confirmed to sensor plug not properly seated. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.